Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation received the device and the device performed to specification. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical data shows that the device detected some low frequency artifact in the patient's ECG rhythm, which the device deemed as a shockable event. Artifact, or high patient impedance does not necessarily indicate a device malfunction. Artifact can be caused by poorly coupled electrodes, improper preparation of patient skin, poor electrode contacts, and/or diaphoretic patient skin. Analysis of reports of this type has not identified an increase in trend.